Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed that there were no unexplained power issues. The battery cap was not returned with pump. A test cap was used to complete test. The test cap was turned once with no power loss issues noted. There was no damage or corrosion found to the battery compartment. The rewind, load and prime were performed on the pump with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump's case was removed to inspect the power circuits and no issues were found. The intermittent power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump has been re-booting over the past few months. The reporter denies any trauma to the pump and denies any visible damage to the pump casing.